Event description:
Heart mate iii lvad interrogated in clinic (B)(6) 2020, uta pi events. "Lvad fault" alarms noted, np notified of events. Uta hct setting. Patient's estimated flow is 3.9 lpm, pulsatility index is 6.6, and power usage is 3.3 watts. Patient's pump is currently set at 5000 rpm, historically, her lvad has been set at 5500 rpm, with a low limit of 5100 rpm. Today, uta low limit setting. Patient states that it has been running at 5000 rpm for some time. Log files downloaded and sent for emergent interrogation. It was recommended by engineer and abbott clinical rep that lvad rn swap out modular cable and controller. Patient was placed in supine position on exam table, with provider at bedside. Patient was educated on controller change and possible effects of pump stop. Voiced understanding. New modular cable was placed into patient's backup controller. Controller changed by way of unscrewing modular cable from existing driveline. This was the recommended procedure of clinical rep and engineer. Log files again downloaded and sent for emergent interrogation. Per abbott email: the event log file for hm3 patient mb confirms internal lvad fault alarms dating back as far as (B)(6) 2020. The log also contained internal communication errors. These communication errors most likely caused the reported erroneous pump set speed display errors. It appears the controller swap/pump reset resolved these alarm conditions. The new controller appears to be operating within normal parameters. The patient can be discharged and monitored for any further abnormal alarms. FDA safety report ID# (B)(4).